Manufacturer narrative:
(B)(4). (B)(6). Requested but not available at the time of this report. Field service specialist (fss) visited the account and confirmed as error is present and will not clear. Found no voltage at tp75- ped voltage monitor. Replaced parts and completed calibrations and all systems passed amo specifications, no outstanding issues. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that 2 seconds into the procedure, there was a patient energy meter error and procedure was aborted. Surgeon plans on operating at a later date.

Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no product deficiency was identified. A document labeling, trending and risk documentation reviews for this equipment and the event was done and the issues are already identified in existing risk documents and there are no new risks identified. Additionally, the probability of harm and severity as documented in this complaint are within defined ranges of the risk management file. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. There is not a recognizable adverse trend. All pertinent information available to abbott medical optics has been submitted.